Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of right hip due to fall, fractured femoral head and stem. Replaced with restoration modular and dall miles cables. No delay in surgery.